Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead, implanted with another manufacturer's device, exhibited noise. Intermittent pacing inhibition was observed due to oversensing of the noise. The patient was asymptomatic. An invasive procedure was performed and this lead was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.